Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified signs of use (nicked or gouged) also fractured, all pieces returned. Device was submitted for further analysis. The analysis indicates overload failure or low cycle fatigue culminating in the overload failure. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use of this instrument for more 5-year field life; which causes wear and tear to the instrument and led to the fracture. Per package insert, inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impaction of the tibial plate during knee arthroplasty, one side of the impactor broke upon impact. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.